Manufacturer narrative:
On may 22, 2024 mentor became aware that the previously report submitted erroneously omitted the fact that the left sided device was found ruptured upon explant. The investigation of the photograph provided was completed by the failure analysis lab on may 28, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 17, 2024. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/implant palpability. H6 health effect - clinical code e2402: implant palpability. Future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with 425cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture and breast implant palpability post procedure. She has a strange sensation in both breasts. The implant can be seen and felt, especially around the incision sites. As a result, explant is planned for (B)(6) 2024. See 1645337-2024-04965 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 10, 2024. The investigation of the returned device was completed by the failure analysis lab on june 17, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of missing material on the anterior view, measuring approximately 1.5 cm x 1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).